Event description:
A customer contacted beckman coulter regarding an erroneously high glucose (glu) result from a single patient sample. The sample was tested on the synchron cx9 alx instrument. A patient sample was tested for glu and a result of 1333mg/dl was on the initial printout. The printed result did not match the glu result on the screen. The customer re-tested the original sample for glu twice and the repeated results were: 133mg/dl and 134mg/dl. The elevated glu result was caught by the laboratory no treatment was initiated or withheld as a result of this event.

Manufacturer narrative:
The customer stated they do not have lab information system (lis) and the hard copy printout gets charted. Per customer, they use the report format that has 3 columns for low, medium, and high values, and the 1333mg/dl result was in the normal column. Based on the investigation, an unknown printer error resulted in an extra digit added to the printed value. However, no specific information is available. A field service engineer (fse) was not dispatched to the customer's lab as customer does not have a service account. A customer technical service (cts) had the customer check the printer setup which was correct. The cts recommended replacing the printer cable, and the lab has ordered a new cable. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.